Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Expiration date - unknown. Manufacturing date - unknown.

Event description:
It was reported that during a total knee replacement on (B)(6) 2013, surgeon snapped off the bone drill bit in the patient's left femur. Surgeon chose not to remove the fractured piece from the bone and it remains in the patient. No further information has been received.